Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that there was no telemetry between the implantable pulse generator (ipg) and the remote monitor during a manual transmission. The implantable pulse generator (ipg) and remote monitor remain in use. No patient complications have been reported as a result of this event.